Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure scope communication error (e227) was confirmed but image fault including interference, lines and scope communication error (e226) was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the scope communication error (e227) was corrosion on the plug unit. In addition, the cause of the image faults including interference, lines and the scope communication error (e226), could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited an image fault, including interference/lines, and displayed error codes e226 and e227. The event occurred during an unknown procedure and was observed during installation. There were no reports of patient harm.